Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by right transfemoral approach. The aortic valve was pre-dilated with a 18x40mm non-edwards balloon. Besides a calcification spike on the right common iliac, there were no issues while inserting the 16f esheath or commander delivery system. Valve alignment was done without difficulties, and aortic arch was crossed making additional flex catheter turns due to a high degree of calcification at the descending aorta. Valve positioning aligned with pig tail and pull back catheter were done without issues. After retrieving the commander pusher, the system moved more aortic. When the doctor pushed the safari guidewire with commander into the left ventricle, the other operator who was in control of the x-ray pedal did not press it on time. On screen, a recorded video was being played. When x-ray was activated, the commander was in the lv apex with the safari guidewire pressing the lv. Quickly, the commander was retracted into aortic position and valve deployment was made under rapid pacing at 180 ppm. Right after valve deployment, the echocardiographer detected blood in the pericardium (cardiac tamponade) and the doctor made a quick pericardiocentesis to drain blood and deliver it back to the left femoral artery. Meanwhile, the general surgery team was called. Unfortunately, the patient died in the cath lab even with surgical intervention.